Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) assembly was replaced due to a helium leakage at bellow level. The customer was experiencing helium leakage and therefore, switched the iabp for a functioning one. There was no report of patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "possible helium loss alarm" is confirmed. The pump alarmed "possible helium loss (2)" during functional testing. Leaks was found at the bellow, which is the result of the alarm. The root cause of the leak at the bellow is undetermined. A device history record (DHR) review was conducted for the iabp serial/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This complaint will be monitored for developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) assembly was replaced due to a helium leakage at bellow level. The customer was experiencing helium leakage and therefore, switched the iabp for a functioning one. There was no report of patient death, serious injury or patient complication reported.